Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency service room due to high blood glucose on unknown date with blood glucose level was 130 mg/dl. Customer blood glucose level at the time of incidence was 500 mg/dl. The other blood glucose value of customer was 133 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was feel ok to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.